Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell and had been sleeping on ice. The patient couldn't get up to go to the bathroom. They could hardly move and the patient reported it was really painful. No further complications reported.